Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence and a possible detachment of the mesh device. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the possible detachment of the mesh device, with the limited information available and without having a sample returned for evaluation an assessment into the detachment of the device can not be made. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 1 year 2 months post implant of 3dmax mesh, patient had hernia recurrence and scarring thereby underwent repair with mesh removal. Per op notes, "old mesh that had dehisced off its attachments to the abdominal wall inferior to the hernia defect". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for repair of a left inguinal hernia, a 3dmax mesh was implanted to repair the hernia. (B)(6) 2016 - the patient underwent an additional surgery to repair a recurrent hernia defect and excise the 3dmax. During this procedure it is alleged that the old mesh had "dehisced off of its attachments." The attorney alleges the patient has suffered and will continue to suffer pain and was severely and permanently injured. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with left inguinal hernia, symptomatic gallstones, umbilical hernia thereby underwent robotic repair with implant of 3dmax mesh. Per operative notes, "left inguinal hernia was freed up. A large indirect defect was found. A large 3dmax mesh (device #1) was positioned. Then umbilical hernia was reduced in the abdominal cavity, defect was closed and sutured." (B)(6) 2016 - patient was diagnosed with recurrent incarcerated incisional hernia and left inguinal hernias, neuroma of branch of left ilioinguinal nerve thereby underwent open repair with mesh removal, left ilioinguinal neurectomy, implanted with polypropylene mesh and ventralex st (device #2). Per operative notes, "a small indirect hernia sac on inguinal canal, external ring nerve containing neuroma, the abnormal appearing nerve were excised entirely, and an underlay mesh repair was then performed utilizing polypropylene mesh. An incarcerated incisional hernia sac containing omentum was removed at the umbilicus. Inferiorly there was minimal scarring. Superiorly there was old 3dmax mesh (device #1) that had dehisced off its attachments to the abdominal wall inferior to the hernia defect. The excess mesh was dissected, and an underlay mesh repair was done with the ventralex st mesh (device #2) to the preperitoneal space". Attorney alleges that the patient had infections, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had thickening of a branch of the ilioinguinal nerve, swelling, neuroma, enlarged sclerotic structure.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced hernia recurrence and a possible detachment of the mesh device. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the possible detachment of the mesh device, with the limited information available and without having a sample returned for evaluation an assessment into the detachment of the device can not be made. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for repair of a left inguinal hernia, a 3dmax mesh was implanted to repair the hernia. On (B)(6) 2016 - the patient underwent an additional surgery to repair a recurrent hernia defect and excise the 3dmax. During this procedure it is alleged that the old mesh had "dehisced off of its attachments." The attorney alleges the patient has suffered and will continue to suffer pain and was severely and permanently injured.